Event description:
Reporter indicated that the physician's hp handheld was not charging efficiently because of the loose power cord. Per the reporter, it is necessary to hold the power cord in a certain position in order for it to charge the handheld. Product has been returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.